Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the device was leaking. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented being dirty, with water tank rusty, corroded quick connect, broken leds (light emitting diode) on pcb (printed circuit board). The customer stated problem was not duplicated. No problem was found with the sevice. Replaced interlock block, pcb, faulty microswitch, quick connect. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.